Manufacturer narrative:
Lot#: the actual lot number was not reported, however, a suspect lot number of r18f13091 was provided by the customer (manufactured june 14, 2018). (B)(4). A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During further evaluation of this event (no further detail provided), it was determined that two (2) low plasticizer administration sets leaked from a hole in the tubing at unspecified locations. No further information was provided regarding the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.